Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included transfusion on (B)(6) 2015, thrombocytopenia, anemia, cough, pagophagia, geophagia, onycholysis, hepatitis, fatigue, colonoscopy, gerd, d & c, allergic reaction to antibiotics, normochromic normocytic anaemia, bruising, rheumatoid factor positive, bicytopenia, chronic duodenitis, shortness of breath, shoulder pain, low back pain, joint pain, iron deficiency anaemia, menorrhagia, abdominal cramps, nausea, constipation, adenomyosis and abnormal uterine bleeding. Previously administered products included for an unreported indication: prilosec, ibuprofen, celexa and ferrous sulfate. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage") and psychological trauma ("psychological trauma"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2004 and (B)(6) 2004. Essure confirmation test conducted:- (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: impression: 1. Tubal implants. 2. No contrast visualized extravasating into the peritoneum suggesting successful tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality-safety evaluation of ptc. Case category changed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included transfusion on (B)(6) 2015, thrombocytopenia, anemia, cough, pagophagia, geophagia, onycholysis, hepatitis, fatigue, colonoscopy, gerd, d & c, allergic reaction to antibiotics, normochromic normocytic anaemia, bruising, rheumatoid factor positive, bicytopenia, chronic duodenitis, shortness of breath, shoulder pain, low back pain, joint pain, iron deficiency anaemia, menorrhagia, abdominal cramps, nausea, constipation, adenomyosis and abnormal uterine bleeding. Previously administered products included for an unreported indication: prilosec, ibuprofen, celexa and ferrous sulfate. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage") and psychological trauma ("psychological trauma"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2004 and (B)(6) 2004. Essure confirmation test conducted:- (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: impression: 1. Tubal implants. 2. No contrast visualized. Extravasating into the peritoneum suggesting successful tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received: reporter, medical history, historical drug and lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage") and psychological trauma ("psychological trauma"). The patient was treated with surgery (hysterectomy + bi-s). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2004. Essure confirmation test conducted: (B)(6) 2004. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received case became incident essure removal date added. Previous event injury was replaced with new events pelvic pain, bleeding and psych injury. Event outcome added to events pain and bleeding. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.